Manufacturer narrative:
The unit alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. Analysis was unable to confirm the compromised force sensor system alarm due to a motor error alarm. The unit passed all operating currents tested within the specification range and passed the off no power test. The unit was monitored and tested with no blank display was found. The unit had a broken reservoir tube lip, a missing end cap sticker, and minor scratches on the display window.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error during the fill tubing process. The customer stated that the drive support cap was protruded. The blood glucose reading was 220 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.